Event description:
Pt reported having surgery to treat infection in his fingers. Pt attributed the infection to use of soft touch lancets. Pt indicated that he used a new lancet for each puncture. No add'l info about event was provided. Pt did not provide the location where the infection was first discovered. No product was returned to the MFR for evaluation.